Event description:
The user facility reported that during a patient procedure, one of the lighheads went out. The second lighthead was still illuminated and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The lighthead board subject of the reported event was returned to steris quality for evaluation. Evaluation results of the lighthead board determined that the output circuitry connector was bad.

Manufacturer narrative:
The user facility stated that a fault message appeared stating: led modules n1, n2 failure on lighthead 2. This message indicates low current through one or more led module drivers. Amco's engineer replaced the lighthead board and confirmed the surgical light to be operational; no further issues have been reported. Investigation of this event is currently in process. A follow-up MDR will be submitted when additional information becomes available.